Event description:
This is a spontaneous report from a cphysician concerning a patient (age unspecified). Details of the patient's medical history and concomitant medication were not provided. The patient had previously been treated with a course of hyaluronic acid injections. In 2005 the patient started a course of three hyalorunic acid (hyalgan) injections at weekly intervals, for an unspecified indication. On an unspecified date, following the third hyaluronic acid injection, the patient was hospitalized with pleural effusion. The patient had a massive white cell count. The coutcome of the event is unknown. The reporter did not provide a causalty statement.